Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: liang y.h., et al (2020) clinical efficacy of locking plate combined with minimally invasive plate osteosynthesis versus intramedullary nail fixation in treatment of proximal humeral fracture in the elderly, chin j mult organ dis elderly, vol. 19, no. 7, pages 1-9 (china) the aim of this retrospective study was to compare the effectiveness of locking plate combined with minimally invasive plate osteosynthesis (mipo) and intramedullary nailing in the treatment of proximal humeral fractures in the elderly. A total of 51 elderly patients (15 male and 36 female; aged 65 ~ 85 (75.8 ± 9.4) years) with displaced proximal humeral fracture treated in the authors' department from january 2018 and january 2019 were included in the study. The patients were divided into mipo group (n=29) patients (10 males and 19 females) age range from 65 to 84 (75.1 ± 8.3) years and intramedullary nailing group (n=22) with 7 cases of males and 15 females age range from 65 to 85 (76. 8 ± 9. 7) years. In the minimally invasive plate mipo osteosynthesis, a philos plate was used . At discharge, the patient was asked to visit the door regularly at 1, 2, 3, 6, and 12 months after surgery. The following complications were reported as follows: 2 varus deformity . 2 shoulder , impingement, hand after fracture union . The internal fixation was removed intraoperatively. 1 screw cut-out. This report is for unknown synthes philos plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown philos plate/screws construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter name and address: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.